Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodule formation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the nasolabial folds with 1 cc of juvéderm vollure¿ xc and in the lips and lip lines with 1 cc of juvéderm volbella® xc. The symptom of "nodule formation" first appeared around 13 months later. The patient was treated that day with hylenex and again 8 days later, and once more 3 weeks later. The symptoms resolved an unspecified time later. This is the same event and the same patient reported under MDR ID #3005113652-2019-00125 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.